Event description:
The doctor claims the following: the graft was to be implanted for a coronary artery bypass (cab) procedure. During the procedure, the graft was observed to be leaking blood. The graft was removed and replaced with another graft. The patient's condition was reported as ok.